Event description:
It was reported that the patient presented in the hospital for condition unrelated to the arrhythmia. Presyncope was also noted. The patient went into vt/ vf and the device failed to terminate the episode. The patient was externally shocked to terminate the vt/vf episode. Upon interrogation, possible output circuit damage detected message was noted. The physician elected to replace device and lead as he suspects rv lead anomaly. It was later reported the patient expired.

Manufacturer narrative:
(B)(4).